Manufacturer narrative:
The pump passed, the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. Device test failed not confirmed. There were no "no delivery alarm" found on the event date (B)(6) 2024, in the pump history file. The insulin flow blocked alarm functions properly, during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted, during testing. The following were noted, during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received, without the original battery cap. Please see below pertaining to the primary svn (B)(6) and event date (B)(6) 2024. Please see below for the bolus listed on the event date (B)(6) 2024. 09/09/2024, 05:10:07.000, normal bolus delivered (220): bolus programming method: bolus wizard (1), normal bolus amount programmed: 24000 (2.4 u), bolus amount delivered: 24000 (2.4 u). Unable to verify, customer's daily total of all insulin delivered surrounding the event date of (B)(6) 2024. Listed on smartsolve, due to insufficient data in the trace/history files. There were no autosuspend (12) alarm noted, in the pump history file. There were no usersuspended (2) alarm noted, on the event date of (B)(6) 2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024 in the pump history file. 09/06/2024, 10:51:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780). 09/06/2024, 11:07:00.000, alarm alert notification (40): fault number: lost sensor 2 alert (781). 09/08/2024, 18:31:55.000, alarm alert notification (40): fault number: no delivery (7), during bolus. 09/08/2024, 19:13:16.000, alarm alert notification (40): fault number: no delivery (7), during bolus. 09/08/2024, 19:26:00.000, alarm alert notification (40): fault number: no delivery (7), during basal. 09/08/2024, 19:28:00.000, alarm alert notification (40): fault number: no delivery (7), during basal. 09/08/2024, 19:30:07.000, alarm alert notification (40): fault number: no delivery (7), during basal. The insulin flow blocked alarm functions properly, during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted, during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert, not confirmed. No delivery (7) alarm, not confirmed. Please see below pertaining to svn (B)(6) and event date (B)(6) 2024. There were no boluses listed on the event date (B)(6) 2024 in the pump history file. Unable to verify, customer's daily total of all insulin delivered surrounding the event date of (B)(6) 2024. Listed on smartsolve, due to insufficient data in the trace/history files. There were no autosuspend (12) alarm noted, in the pump history file. There were no usersuspended (2) alarm noted, on the event date of (B)(6)2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024 in the pump history file. 10/08/2024, 15:02:45.000, battery removed (55). 10/08/2024, 15:02:45.000, alarm alert notification (40): fault number: battery removed (84). 10/08/2024, 15:03:27.000, battery inserted (44). 10/08/2024, 15:04:30.000, battery removed (55). 10/08/2024, 15:04:30.000, alarm alert notification (40): fault number: battery removed (84). 10/08/2024, 15:14:00.000, alarm alert notification (40): fault number: battery removed (84). 10/08/2024, 15:15:14.000, alarm alert notification (40): fault number: batt out limit (6). The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery out limit alarm were expected, due to the battery removed for more than 10 minutes. Batt out limit (6), not confirmed. The pump passed, the functional testing. Unable to confirm, alleged high bgs/dka. Device test failed not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a no delivery/occlusion alarm and device test failed. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis, malaise, headache, pain, cramp(s) /muscle spasm(s) and treated with manual injection/insulin pen, insulin pump, emergency medical services/ambulance/emergency room visit and hospitalization: overnight stay. The event involved product(s) mmt-399a, mmt-1884l, mmt-332a, mmt-7040a. Troubleshooting was performed and found that the customer was not using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-399a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7040a.